Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained with a 6fr non bsc sheath via the left common femoral artery. The 90% stenosed denovo target lesion was located in the non calcified right common femoral artery. A 0.014inch 175cm non bsc guide wire was advanced to the target lesion. A 6.0mmx40mmx135cm sterling balloon catheter was advanced to the target lesion. During the first inflation at 14atms a balloon rupture occurred. The sterling balloon catheter was removed intact. The procedure was completed with a 6mm×4cm non bsc balloon catheter. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).